Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr of lot# reuc1455 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the pt implanted catheter on (B)(6) 2010. The pt found catheter drawn out on (B)(6), 2010. Physician helped take out the catheter and found cuff detached from catheter. Pt said that he never pulled catheter during using.